Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021.

Event description:
It was reported to philips that the device went vent inoperative, pressure regulation high, while on a patient. The device was in use on a patient at the time of the event. The ventilator was swapped out with no patient issues and no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer reviewed the event log and found error code pressure regulation high. The rse reviewed the error code and the suggested repairs. A good faith effort was made and the customer stated that a new patient circuit was placed on the machine and it was run for a few hours without any further issues. The device remains at the customer site.